Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the black box showed evidence of a short battery life with replace battery alarms following power on reset events on the date of the complaint. The pump powered up with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal, and below the grip pad. The battery compartment threads were damaged. Evidence of moisture contamination was found in the battery compartment. The idle and sleep current draws were not within specifications. A leak was found in the battery compartment. The pump case was removed to find evidence of additional moisture contamination on the time clock and eeprom circuits. The high current draw values were due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.